Manufacturer narrative:
As of 5/13/2016, product has not been returned for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 384085a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot met release specifications. The customer indicated taking multiple unspecified pain medications. Certain prescription drugs and over-the-counter medication can affect the action of oral anticoagulants and impact the performance of the assay. Although an improper technique and a potential patient sample interference were identified, a root cause could not be determined from the available information. CAPA-(B)(4) was initiated to investigate the cause of highly discrepant results. Further investigation into this issue is being performed under CAPA-(B)(4).

Manufacturer narrative:
Investigation pending.

Event description:
A caller reported a variance between inratio and lab inr results. The results were as follows: (B)(6) 2016: inratio inr=2.3, (B)(6) 2016: lab inr=7.0. It was reported that multiple drops of blood were added when applying sample. It was also reported that there were no changes in medications and no indication of any treatment due to elevated lab inr result.